Manufacturer narrative:
Other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Labels/seals were intact; the device was received in good condition with scratched screen. There was no evidence of the reported issue found during error history log review. The device was tested 3 times all 3 test passed within internal specification. Fm-dp-20085-08 performed. Pump ran 2min 38 sec, pump alarmed 2min 30 sec. Stop watch e6721, test passed. The reported issue could not be duplicated; however, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited high pressure alarm. No patient consequences were reported. No adverse effects were reported.